Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre reader was exposed to moisture and would no longer power on with button press or test strip insertion. As a result, customer was unable to obtain results and experienced hyperglycemia, requiring unspecified third-party treatment. No further details were reported as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.